Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of user error. Per the complaint information, the patient disconnected the spike from the solution bag after a check lines and bags alarm. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) unit during dwell 4 of 4, the home patient (hp) took the spike out of the final bag. The technical service representative (tsr) explained to the hp that the setup had been compromised, and that he needed to end therapy. The hp wanted to know why; the tsr explained to the hp and the hp became argumentative and hung up on the tsr. There was patient involvement but no injury or medical intervention was reported.